Manufacturer narrative:
The field service engineer determined that a cuvette section on the reaction wheel was not seated flat on the wheel. The cuvette section was replaced as it was bent and damaged. The system then ran without further errors. The customer ran correlation studies to verify operation. The last calibration performed on (B)(6) 2020 was ok. Upon review of control data, issues with control recovery were observed. The investigation determined the service actions resolved the issue. (B)(4).

Event description:
The initial reporter stated they received discrepant results for patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c513 analyzer. When initially testing these patient samples, the customer received some abnormal cell blank alarms on the instrument. A client complained about a sample result, so the reporter investigated and found another discrepant sample result. After this, the reporter decided to repeat all samples that were initially tested between (B)(6) 2020. The samples were repeated between (B)(6) 2020. Of the repeated samples, 59 had discrepant hba1c results. Corrected reports were issued for each of these samples. Refer to the attachment for all patient data. The hba1c reagent lot number was 40126101, with an expiration date of 31-aug-2020.